Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Insulin pump p-cap/reservoir locked properly in place and passed displacement test. Insulin pump received with cracked retainer.